Event description:
It was reported to philips that the device was giving an error indicating an image disk space problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was running out of disk space. Upon troubleshooting, fse found that the system keeps showing memory full error even after data was erased. Fse recreated the database and after recreation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.